Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a black circle on her screen; pump alarmed and has encountered high blood glucose. The customer's blood glucose was 493mg/dl. Based on the troubleshooting, the pump was working normal, the customer was advised to monitor pump. Customer declined high blood glucose troubleshooting, stated she will treat with a bolus.